Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for contraception. The consumer reported the insertion procedure was in surgery center and she was put to sleep and essure was implanted. She stated that directly after the procedure, she had severe bleeding and cramping and her physician said she needed time to get used to the implants. In (B)(6) 2009 she had hsg (hysterosalpingogram) done and the tubes were considered blocked and the physician sent her a letter stating the procedure was successful and she could stop the current form of birth control. She reported that since then she had the following symptoms: menstrual periods twice a month or more, much heavier periods than ever before and lots of large dots; severe cramping; pain with sexual arousal; pain with sexual intercourse, because of the pain involved with sexual arousal and intercourse she had no sex drive. She experienced hair loss; constant fatigue; joint pain; inflammation; constant bloating to where she look like 6+ months pregnant; memory fog; stabbing pains in her uterus all the time, during ovulation and menstruation (this was made much worse). She also had a constant feeling of pms. She had spoken to her new gynecologist about all her complications and she was going to give her a hysterectomy (B)(6) 2015 because of the problems that she was having after essure was placed. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and directly after the procedure, had severe bleeding. After hsg, she started to have stabbing pains in her uterus all the time. These events, seen as genital haemorrhage and uterine pain, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and abdominal, pelvic (uterine) and uncharacterized pain may occur during essure use. In this case, shortly after the essure insertion the consumer presented severe bleeding and cramping. Some months later, hsg was done and showed the tubes blocked. Since then, she has been experiencing stabbing pain in her uterus all the time among other non-serious events. She had hysterectomy scheduled due to problems she was having after the devices placement. Considering event's nature and compatible temporal relationship, the reported events are assessed as related to essure use and since an intervention will be required this case is regarded as incident. Technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and directly after the procedure, had severe bleeding. After hsg, she started to have stabbing pains in her uterus all the time. These events, seen as genital haemorrhage and uterine pain, are serious due medical importance and listed in the reference safety information for essure. Genital bleeding and abdominal, pelvic (uterine) and uncharacterized pain may occur during essure use. In this case, shortly after the essure insertion the consumer presented severe bleeding and cramping. Some months later, hsg was done and showed the tubes blocked. Since then, she has been experiencing stabbing pain in her uterus all the time among other non-serious events. She had hysterectomy scheduled due to problems she was having after the devices placement. Considering event's nature and compatible temporal relationship, the reported events are assessed as related to essure use and since an intervention will be required this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No active follow-up will be pursued, as this case was identified during health authority website monitoring.